Manufacturer narrative:
The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: the physician mentioned that the clips came into the jaw unopened and at an angle. The pt's condition was reported as fine.